Event description:
It was reported that the customer was hospitalized for high bgs. Later the customer's family member called. Family member does not have the pump available for testing. Also it was mentioned that the pump had an alarm. Troubleshooting was performed. The alarm did not reoccur. Explained the alarm is most likely due to site issue. Instructed the customer to change the infusion set. Also it was indicated that the customer often had bent cannulas.